Event description:
It was reported that the external pulse generator (epg) had incorrect pacing rates. The epg will be sent for repair. There was no indication of patient involvement.

Event description:
It was reported that the external pulse generator (epg) had incorrect pacing rates. The epg will be sent for repair. There was no indication of patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: further review prompted a change in the device analysis results. Evaluation summary: analysis confirmed that the output was not accurate and found that the (B)(4) cable was damaged.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.